Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the course of the patient's cardiac resynchronization therapy defibrillator (crt-d) replacement for elective replacement indicator (eri), the patient's blood pressure dropped and the patient went into refractory ventricular fibrillation, hypotension and shock. Advanced cardiac life support measures were initiated. Patient was defibrillated through the device and externally multiple times. Patient was intubated and transferred to the critical care unit. Follow-up with the patient's clinic indicated the crt-d was not a contributor to the patient's adverse event. The replacement device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.